Event description:
It was reported that during the internal carotid artery- ophthalmic artery aneurysm embolization procedure, the physician used a microcatheter to deliver the subject stent. While deploying the subject stent to the retrievable point, the physician checked and found that the distal of subject stent was shrinking. The distal section of the subject stent was short to cover the aneurysm and the middle of the subject stent was not expanded properly. The physician tried to withdraw the subject stent to adjust, so he held the delivery wire and advance the microcatheter. Since the patient's vessel was quite tortuous, the subject stent could not be withdrawn even after several tries. The physician withdrew the microcatheter and the subject stent out together. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed. (As per the event description "after the procedure the operator deployed the stent out from microcatheter on the table"). The stent was found to be fully opened from both sides but was slightly deformed with frayed braid edges. The sdw (stent delivery wire) was found to be kinked/bent towards the distal end. The tip of the stent introducer sheath was found to be severely damaged/crushed. During functional inspection, stent flow diverter stent difficult/unable to re-capture into microcatheter test could not be performed as the stent had been deployed. Stent failed/unable to open was not applicable as the stent was fully opened. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. Other devices used in the procedure in conjunction with the subject device was microcatheter. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance encountered during the flow diverter deployment. In the physician¿s opinion the cause of the flow diverter not to open was the patient's vessel was too tortuous. The flow diverter did not fully appose to the vessel wall when it was deployed. A balloon was not used to fully open the flow diverter. The flow diverter was not fully retracted into the microcatheter. The flow diverter was recaptured and removed. The anatomy was reported to be severely tortuous. Access was through femoral. The location of the flow diverter when it failed to open was upper c3. No additional medication was given to the patient as a result of the event. The patient received dual anti-platelet agents prior to the procedure and post procedure. There was no clinical consequence to the patient due to the reported event. The current condition of the patient is very good. Product analysis found the stent had been deployed. As per the event description "after the procedure the operator deployed the stent out from microcatheter on the table". The stent was fully opened from both sides but was slightly deformed with frayed braid edges. The sdw was found to be kinked/bent towards the distal end. The tip of the stent introducer sheath was found to be severely damaged/crushed. It is most probable the patient¿s severely tortuous anatomy contributed the stent not fully opening during the procedure however the damaged introducer sheath tip would have contributed to the difficulty retracting the stent and would have contributed to the damage noted to the returned sdw and stent. It is most likely the tip of the introducer sheath was damaged when force was applied seating it into the hub of the microcatheter. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿, ¿flow diverter stent difficult/unable to re-capture into microcatheter¿, ¿stent deformed¿ and as analyzed 'sdw kinked/bent', ¿stent deformed', ¿stent introducer sheath distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the internal carotid artery- ophthalmic artery aneurysm embolization procedure, the physician used a microcatheter to deliver the subject stent. While deploying the subject stent to the retrievable point, the physician checked and found that the distal of subject stent was shrinking. The distal section of the subject stent was short to cover the aneurysm and the middle of the subject stent was not expanded properly. The physician tried to withdraw the subject stent to adjust, so he held the delivery wire and advance the microcatheter. Since the patient's vessel was quite tortuous, the subject stent could not be withdrawn even after several tries. The physician withdrew the microcatheter and the subject stent out together. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.